Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed, the clip was found deployed on the clip delivery tube. Manual compression and a femostop were used to achieve hemostasis. An ultrasound revealed a hematoma of an unspecified size developed, which was expressed manually and resolved. There were no reported adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.